Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon startup and functional testing there were no errors. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, at the first firing, the handle was removed from the charger and attempted to be set up, but it could not be used due to a handle error. Then the handle was discharged once and charged with another charger again, but the same event occurred. The procedure was completed with another device. There was no patient injury.